Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited erosion and infection shortly after implant. The system was subsequently explanted and not expected to be returned for analysis. No additional adverse patient effects were reported.